Event description:
It was reported that this patient presented to the emergency room (ER) with shortness of breath symptoms. The physician attempted to interrogate this cardiac resynchronization therapy pacemaker (crt-p) device but two different programmers were unable to communicate with the device. The patient was noted to have performed a patient-initiated interrogation (pii) of the device using their remote monitoring communicator prior to coming to the ER. The local boston scientific representative was paged and reviewed the device data uploaded from the pii. An alert message from that morning was observed which indicated that the device reverted to safety mode with limited critical pacing therapy still available. Boston scientific technical services (ts) discussed at a high-level what safety mode is, the limited critical therapy that remains available to the patient and explained that the device needs to be replaced as soon as possible. Ts also noted that according to the device data, the patient is right atrial (ra) and bi-ventricular pace therapy dependent and the limited device therapy available in safety mode does not include ra pacing, which could be contributing to the patients symptoms. The physician indicated that they will immediately contact the patients electrophysiologist to coordinate a device replacement procedure as soon as possible. The device remains in-service at this time. No additional adverse patient effects were reported.